Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be worn and thinning. During testing, the up arrow button was found to be intermittently unresponsive. All of the other keypad buttons functioned appropriately. The keypad cover was removed and there was evidence of contamination was found under all of the key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim, fading and discolored and the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the up arrow keypad button was under responsive and the keypad was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.